Event description:
It was reported a patient presented with syncopal episodes. The patient's pacemaker system exhibited crosstalk, and the right ventricular lead exhibited noise leading to inhibition of pacing. Additionally, an x-ray showed insulation abrasion on the right ventricular lead. A lead revision surgery was performed on (B)(6) 2017, and the right ventricular lead was replaced but remained implanted. The patient was recovering following surgery.